Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department (ed) with reports of receiving inappropriate shock therapy. Additionally, it was noted that the smart pass feature was disabled. The patient was evaluated in the ed and smart pass was re-enabled and the patient was sent home. However, five days later the patient was re-admitted to the hospital due to receiving five inappropriate shocks due to fast atrial fibrillation (af), noise and t-wave oversensing due to a change in intrinsic amplitudes. The patient requested to have tachy therapy turned off and was sent home. Technical services provided troubleshooting options. At this time, the electrode remains in service. No additional adverse patient effects were reported.